Event description:
It was reported that a blue thread came out of a healon device. Additional information received indicated that it is unknown if the thread was introduced in the patient's eye or if the patient was injured. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable. Healon is not an implantable device. Section d6b - explant date: not applicable. Healon is not an implantable device. Section e1 - first/given name: unknown, as information was requested but not provided. Section e1 - last name: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was asked but it was not provided. Section e1 - telephone number:(B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information and corrected data: account indicated that most probably the foreign particle was introduced in the eye. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes, section d9 - date returned to manufacturer: feb 9, 2026, section h3 - device evaluated by manufacturer? Yes. Device evaluation: complaint sample received consisted of an activated syringe with no expellable healon solution in it. The visual and stereomicroscopic inspection of the complaint sample did not confirm the complaint. The investigation revealed no foreign material; therefore, no instrumental analysis was conducted. The visual and stereomicroscopic inspections of the complaint sample did not confirm the customer's report. Furthermore, the investigation found no evidence to suggest that this is a product defect, as the healon solution/syringe was free of particles/fibers, and no material find was returned for analysis. Since a product defect has not been confirmed, no probable cause has been identified. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.